Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Tes strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 258, 304, 292, 313 and 302 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 314 mg/dl and 296 mg/dl using meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 09/30/2020 and test strips were opened two days ago. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 258, 304, 292, 313 and 302 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 314 mg/dl and 296 mg/dl using meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 09/30/2020 and test strips were opened two days ago. The meter memory was reviewed for previous test result history: result 1: 258 mg/dl, date: (B)(6) 2019, time: 1:43pm, fasting. Result 2: 304 mg/dl, date: (B)(6) 2019, time: 8:16am, fasting. Result 3: 292 mg/dl, date: (B)(6) 2019, time: 10:45pm, fasting. Result 4: 313 mg/dl, date: (B)(6) 2019, time: 4:51pm, fasting. Result 5: 302 mg/dl, date: (B)(6) 2019, time: 6:39pm, fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 06-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Tes strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.